Manufacturer narrative:
The manufacturing process for the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The review of the provided patient file revealed that few days post implantation an issue with the ventricular lead position could be suspected (increase of the rv threshold value). This electrical issue reported and observed could be attributable to a lead dislodgement/micro dislodgement. As reported, the subject lead was re-positioned during the re-intervention on (B)(6) 2025, which solved the associated electrical issue. Based on available information, lead dislodgement/ micro dislodgement most likely occurred due to external factors, such as patient physiology, or physician preferred implant site. These issues are well-known potential complications associated to such implantable devices and are discussed in the device instructions-for-use and published in literature. This case is retained and utilized for trending purposes.

Event description:
Reportely, high rv pacing threshold leading to repositioning of the lead.

Event description:
High rv pacing threshold leading to repositioning.

Manufacturer narrative:
Summary of the investigation: the manufacturing process for the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The review of the provided patient file revealed that few days post implantation an issue with the ventricular lead position could be suspected (increase of the rv threshold value). This electrical issue reported and observed could be attributable to a lead dislodgement/micro dislodgement. As reported, the subject lead was re-positioned during the re-intervention on (B)(6) 2025, which solved the associated electrical issue. Based on available information, lead dislodgement/ micro dislodgement most likely occurred due to external factors, such as patient physiology, or physician preferred implant site. These issues are well-known potential complications associated to such implantable devices and are discussed in the device instructions-for-use and published in literature. This case is retained and utilized for trending purposes.

Event description:
Reportedly, high rv pacing threshold leading to reposition of the lead.